Manufacturer narrative:
H6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positives". Customer reported that they are seeing suspected false positive results for salmonella while running the extended enteric bacterial panel assay. Customer also reports that they have had about 9 total suspected false positives since november 2022 which were confirmed through culture. Bd quality & service specialists performed review of the customer instrument run files which revealed evidence of potential environmental contamination as the curves indicate true amplification. A bd field service engineer (fse) was dispatched to the customer site where they performed cleaning of the heater mux and normalized the instrument readers. Fan-on lysis software script was also installed per current service bulletin. This complaint is unconfirmed as it alludes to environmental contamination. The root cause cannot be determined with the information provided. Sample analysis consisted of customer instrument run data files. Analysis by bd quality revealed evidence of possible environmental contamination and no indication of an instrument issue. Review of device history record for instrument ct1257 is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument ct1257, and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that bd max¿ system, bd max¿ instrument false positive salmonella results have occurred multiple times. The following information was provided by the initial reporter: customer is running extended enteric bacterial panel and getting false positive salmonella results. Customer has had 7-9 bd max salmonella positives that are culture negatives.

Event description:
It was reported that bd max¿ system, bd max¿ instrument false positive salmonella results have occurred multiple times. The following information was provided by the initial reporter: customer is running extended enteric bacterial panel and getting false positive salmonella results. Customer has had 7-9 bd max salmonella positives that are culture negatives.

Manufacturer narrative:
PMA/510k info: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.